Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing for an unspecified diagnostic procedure using the subject device in combination with the video processor cv-s190, it was found that the endoscopic image of the subject device was abnormal. The user completed the intended procedure using the subject device. Olympus china found that the endoscopic image of the subject device was not displayed on the monitor during the incoming inspection for repair of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon was caused by the broken wire inside the camera cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (no image) could not be identified. However, based upon the information from olympus china, omsc surmised that this phenomenon was attributed to the communication failure due to the failure of the cable unit. The exact cause of the cable unit failure could not be identified. If additional information is received, this report will be supplemented.